Event description:
The customer contact reported the patient received more medication than intended. The device was returned to the biomedical department with a report of "overinfusion of 39.6ml over 1 day." No specific patient, programming parameters or event details were provided. The customer contact did stated that there was no reported adverse patient effects and no reported delay in therapy critical to this patient. No medical interventions were reported. The device was removed from clinical service. Though requested, no additional information including if the therapy was resumed using a replacement device.

Manufacturer narrative:
The device was not isolated or identified by serial number; therefore, it will not be returned for investigation. (B) (4). (B) (4).